Event description:
It was reported that during unpacking it was noticed that there were black spots on the fiber lens. The procedure was completed using another fiber. There were no patient complications. Analysis of the retuned fiber identified distorted light was exiting the connector face indicating an internal connector fracture; therefore, reporting criteria is met based on this finding.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Functional testing identified that the aiming beam light was dim. Microscope inspection identified that the tip was in good condition. However, burn marks were observed on the connector face. Also, it was found that distorted light was exiting the connector face indicating an internal connector fracture. The reported allegation of black spots could not be confirmed due to the heavy burn marks on the face of the connector and internal connector fracture. Device history record (DHR) review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. The fiber face should be free of excessive pits, scratches, discoloration, or debris. Using the fiber with such defects may destroy the fiber and damage the laser. A risk review was completed and confirmed that the event of fiber connector fractured was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all available information, the reported allegation of black spots could not be confirmed, however, analysis of the fiber identified that distorted light was exiting the connector face indicating an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. A conclusion code assigned to this investigation is cause traced to component failure which indicates expected or random component failure without any design or manufacturing issue.